Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery on (B)(6). Dr (B)(6) performed an xlif at l4/5. Previous surgery was done at l5/s1, date unknown. During posterior instrumentation, pedicle screws were removed at patients right side at l5 and s1. The right s1 screw was broken and only the tulip (head) of the screw was able to be removed. The shaft of the screw was left in the patient. The broken screw was a 7.0x45mm expedium 5.5 pedicle screw. 1797-12-745.

Manufacturer narrative:
The expedium single innie polyaxial screw was returned for evaluation. Visual inspection revealed the fracture occurred at the screw neck. Optical imaging showed signs that are indicative of a fatigue failure. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined how a possible cause for failure could be related due to higher than anticipated stress on the screw over an extended period of time. No further action is required as no issues could be identified in the manufacturing or release of this screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.